Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. The impedance of the atrial pacing lead was beyond the expected upper range and pacing capture threshold in the atrium was unstable. Concomitant medical products: 4285 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, intermittent capture, high impedance and oversensing/noise. An alert for polarity switch was also noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.